Event description:
It was reported that this electrode was broken. This sicd system was replaced. The field representative was contacted for further information. This investigation will be updated should further information become available. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was broken. This sicd system was replaced. The field representative was contacted for further information. This investigation will be updated should further information become available. No additional adverse patient effects were reported.